Event description:
Results of surgery. Headache back of head. He has sharp pain when he turns his head to the left or right. Surgery caused a c4 on c5 subluxation 2mm. Bone fraft from hip never made union. He is having severe stomach problems. Never had problems prior to surgery. Might be "vagus nerve" due to sublukation. Surgeon sent him a letter late may 1995. Concerned about radiology report 5/25/95 about a lucent line & wheter it was a bony union or fiber union. The surgeon asked him to go to the hosp & have tomograms done. He called dr & told him he was having problems with his stomach & neck. Dr slammed phone down on him. Had to find another dr.